Manufacturer narrative:
The device was reported as not available for return. D4 revised.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during support with an impella 5.5 , there was purge fluid that was observed to be leaking from the purge filter and reservoir area. The purge flow and pressure were reported to be not affected by the observed leak. No interventions were performed, and the device was monitored for any performance issues. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant is unknown.

Manufacturer narrative:
Updated information: h6 component code changed to g07003. The investigation on the fluid leak-side arm has been completed. The cause of the fluid leak was not determined due to lack of clinical details, no product returned for analysis.